Manufacturer narrative:
D7a. Sud reprocessed and reused: correction. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The fiber face should be free of excessive pits, scratches, discoloration, or debris. Using the fiber with such defects may destroy the fiber and damage the laser. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the console had abnormal noise. The procedure was completed using another device. There were no patient complications. Additional information informed there was a blast shield damage and a fiber break. Moreover, there were large black areas on the fiber. This complaint is for the fiber.

Event description:
It was reported that during a procedure, the console had abnormal noise. The procedure was completed using another device. There were no patient complications. Additional information informed there was a blast shield damage and a fiber break. Moreover, there were large black areas on the fiber. This complaint is for the fiber.